Event description:
Information received indicates the left head siderail is not locking.

Manufacturer narrative:
The technician found the siderail latch was not aligned properly. He adjusted the latch to repair the bed.